Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.;

Event description:
Boston scientific received information that there was oversensing of noise on the right ventricular (rv) channel which led to an inappropriately administered shock along with pacing inhibition with asystole greater than two seconds. The noise was able to be reproduced with isometrics, however a cause was unable to be determined. Per the request of the patient tachycardia therapy was programmed off in implantable cardioverter defibrillator (ICD) the and it was reprogrammed to asynchronous pacing mode. At this time the rv lead and ICD remain in service and no adverse patient effects were reported.